Event description:
It was reported that while the patient was hospitalized for unrelated reasons, this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise while the patient was being turned over. Three inappropriate shocks were delivered as a result. Noise was able to be reproduced with patient isometrics. Review of stored device data noted evidence of noise approximately nine months ago, however, the noise was not sensed by the device at that time. Technical services (ts) discussed potential troubleshooting options. The field representative reported that device therapy was programmed off at this time, and indicated that based on the patient condition, it was unknown what the plan of action would be. No additional adverse patient effects were reported. This device remains in service.